Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the monitors connected to the hexavue custom room rack were intermittently turning on and off resulting in a short procedure delay. No report of injury.